Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed lesion being treated was located in the severely tortuous mildly calcified right coronary artery. Vascular access was gained through the radial artery. The lesion was predilated with a 2.0x15mm non-bsc balloon. The physician attempted to place the 3.00x12mm taxus liberte drug eluting stent, but was unable to cross the lesion. The stent dislodged when the physician attempted to pull the stent back into the guide catheter. The stent was deployed in radial artery. The procedure was completed with a 2.25x16mm taxus, a 2.5x30mm non-bsc stent, and a 3.0x12mm non-bsc stent. Pt status reported as "stable."